Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 120 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit. Customer was advised that insulin pump was working as designed. Customer reported that no delivery persisted and had fifteen no delivery alarms in a 24 hour period. Insulin pump would be replaced per customer's request as blood glucose was elevated to 375 mg/dl with last alarm.